Event description:
Although this incident happened in (B)(6) 2013, the end-user just reported that he sustained injury from this incident on (B)(6) 2014. The end-user is alleging that he sustained permanent nerve damage in his back after falling from his wheelchair. The end-user stated that the incident occurred at his home in (B)(6) of 2013 while he was sitting in his wheelchair when the cross brace fractured leading to the subsequent fall. The end-user immediately sought medical attention at the (B)(6) and was told ater an eval that he hadn't sustained any injury. Therefore, no injury report was filed from the (B)(6) to (B)(6) 2013. The end-user recently saw a private doctor who after performing an eval of the end-user states that the end-user has suffered permanent nerve damage in his back. Add'l info is not available at this time due to legal involvement.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to (B)(6). We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.